Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. Cultures of the sodium electrode and port showed heavy growth of pseudomonas spp. The fse decontaminated the system. The fse also replaced several electrodes. Although the system was decontaminated and several parts were replaced, a specific root cause of this event was not determined; accordingly no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(4) 2008 and (B)(4) 2010 for additional reportable events.

Event description:
Customer reported that erroneously low sodium results were generated by the unicel dxc 800 synchron system. The erroneous results were reported out of the laboratory. The operator recalibrated the system and retested the samples. The results were with expectations. Corrected results were then issued. There was no change to the patients' care or treatment.